Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two events of kinked cannula on 23-dec-2024 and 26-dec-2024. The issue was observed within three or more hours after insertion. The site of insertion was upper buttocks for first one and abdomen for second one. The first infusion set was in use for 24 hours and the second was in use for two days. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.